Event description:
The surgeon implanted an aq2010v silicone three-piece lens but it tore while being inserted. The incision was enlarged to remove the lens and sutures were required to close the incision wound. The nurse stated it was unknown as to why the lens tore.